Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085413/7081416/7081445.